Event description:
It was reported that the ilet user experienced persistent hyperglycemia with blood glucose trending at 240 mg/dl, highest noted at 252, after a dinner. The user reported replacing infusion supplies, dropping and stepping on the infusion needle, then straightening and inserting it, after which the old site appeared dry, and support advised replacing the infusion site with blood glucose expected to trend down. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Customer care agent performed investigative communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement and the possibility of an infusion set deployed incorrectly or connector not attached correctly based on the described handling of the needle and site replacement. It was concluded, based on previously established findings for similar reports, that the cause was not established.